Event description:
An alarm 2 followed by an alarm 26 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin, and no further assistance was necessary.